Event description:
The customer reported being hospitalized for low blood glucose. It was reported that the customer passed out, fell on the floor, and woke up hours later with no control of her body. The customer was found by her partner and he treated immediately with glucose. The paramedics were called. The blood glucose reading at time of the paramedic's arrival was 30mg/dl. Then the customer was taken to the hospital. The customer stated that she accidently ran a manual prime while she was connected to the insulin pump the day prior to the event. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.